Manufacturer narrative:
The lot number was not provided, therefore, device history could not be reviewed and manufacturing date not determined. This is the first complaint of this nature for this part number. Additional info has been requested from the dr's office. A definitive conclusion can not be made from the info available and without device evaluation. A follow up report may be submitted if any additional pertinent info rec'd changes resolution of this investigation.

Event description:
Event was received via copy of hosp medwatch report on 01/08/07 (see report attached). Patient underwent a right open rotator cuff repair at a different facility and continued to have pain and loss of motion post op. X-ray films showed the anchor exiting the posterior aspect of the humeral head. Pre-op diagnosis: rotator cuff tear, recurrent with retained hardware. Operative procedure: shoulder arthroscopic lysis of adhesions, arthroscopic rotator cuff repair and hardware removal. This device is used for treatment.